Manufacturer narrative:
(B)(4). Date sent 2/23/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. If the anvil could not be opened, how was the device removed. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? How was the anastomosis torn addressed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler would not let go causing a torn anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the anvil closed? I was not there. 2. If yes, what steps were taken to open the anvil. 3. If the anvil could not be opened, how was the device removed. 4. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? I was not there. 5. How was the anastomosis torn addressed? I would assume they sutured it. 6. Could you please clarify if there were any patient consequences? I do not know, but did not hear there were any. 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? I did not hear that there were. How was the bleeding controlled? I was not there. I would assume they would have taken the usual steps to control bleeding. Did the procedure have to be converted to open? I am not aware. Did the patient need to have a blood transfusion? Not that I know. What is the current status of the patient? Unknown. Did the patient need any different type of post op care due to the bleeding/oozing? Unknown. If yes, for the blood transfusion, how much blood did the patient require? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if you do not know the answers to the questions below, please do your due diligence and follow up with the surgeon to obtain the answers. 1. Was the device locked on tissue with the anvil closed? 2. If yes, what steps were taken to open the anvil. 3. If the anvil could not be opened, how was the device removed. 4. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 5. How was the anastomosis torn addressed? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? How was the bleeding controlled? Did the procedure have to be converted to open? Did the patient need to have a blood transfusion? What is the current status of the patient? Did the patient need any different type of post op care due to the bleeding/oozing? If yes, for the blood transfusion, how much blood did the patient require?

Manufacturer narrative:
(B)(4). H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information received: the anastomosis was torn so the pt. Had the potential of getting a stoma if the repair to the anastomosis was not viable. Repair was successful. Contributing factors of the person: longer anesthesia time, bleeding, stoma, longer healing time.